Manufacturer narrative:
UDI #: (B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The clinic reported that a laser vision correction patient presented with near vision issues in left eye approximately five (5) months post treatment. Original surgery was on (B)(6) 2015. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient is unhappy and having a hard time on the job with intermediate vision in left eye. Patient reported event is not interfering with daily activities. Bcva from (B)(6) 2015: right eye post-op 20/20 .00 x .00 x 90, left eye post-op 20/20 -2.00 x -.25 x 45.